Event description:
It was reported that the pulse generator exhibited ventricular oversensing inhibiting pacing. Reprogramming was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information notes: it was reported that the ventricular lead exhibited a capture anomaly which inhibited pacing. The previously reported complaint of oversensing did not occur.

Manufacturer narrative:
Analysis found normal device characteristics.